Event description:
Report alleges pt received breast implants in july 1972 of an unk MFR. Report also alleges pt had removal on an unk date and did not give any allegations for removal; however, physician stated medical need for removal was due to implants being very hard and encapsulated.